Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injections (1 gram, once immediately ,route not reported), amikacin injections (100 milligram, once daily, route and duration not reported), ecomer injections (1 gram, once daily, route and duration not reported), reflin injections (1 gram, once daily, route and duration not reported), and heparin injections (500 international units (iu) each bag, route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested but is not available. This is report 3 of 3.